Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was safety shield failure and a needle stick injury - post use. This event was reported to have occurred 3 times. The following information was provided by the initial reporter. It was reported the safety shield fell off of the eclipse needle and caused a needle stick. The employee was sent to employee health since her the needle penetrated her skin. All testing that was performed as part of the employee needle stick panel was negative. Copied and pasted from customer e-mail: I am reaching out to you because an employee had a needle stick while using the bd vacutainer 21g x 1 ¼¿ needle. The employee had finished with the draw and went to active the safety shield, it disconnected from the needle, and she stuck herself. Recently, I had an similar experience where the safety device was disconnected when I went to activate it but I noticed it so I disposed of the needle into the sharps container. After talking briefly with staff down there, it happens about once to twice per month.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was safety shield failure and a needle stick injury - post use. This event was reported to have occurred 3 times. The following information was provided by the initial reporter. It was reported the safety shield fell off of the eclipse needle and caused a needle stick. The employee was sent to employee health since her the needle penetrated her skin. All testing that was performed as part of the employee needle stick panel was negative. Copied and pasted from customer e-mail; I am reaching out to you because an employee had a needle stick while using the bd vacutainer 21g x 1 ¼¿ needle. The employee had finished with the draw and went to active the safety shield, it disconnected from the needle, and she stuck herself. Recently, I had an similar experience where the safety device was disconnected when I went to activate it but I noticed it so I disposed of the needle into the sharps container. After talking briefly with staff down there, it happens about once to twice per month.

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0272411. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2020-10-04. D.4. Medical device lot #: 0329865. D.4. Medical device expiration date: 2023-11-30. H.4. Device manufacture date: 2020-12-08. D.4. Medical device lot #: 0232032. D.4. Medical device expiration date: 2023-08-31. H.4. Device manufacture date: 2020-08-25. G.4. Date received by manufacturer: 2021-02-23.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (1 event). Date of event: (B)(6) 2021 (2 events). Medical device expiration dates: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture dates: unknown. (B)(4).

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was safety shield failure and a needle stick injury - post use. This event was reported to have occurred 3 times. The following information was provided by the initial reporter. It was reported the safety shield fell off of the eclipse needle and caused a needle stick. The employee was sent to employee health since her the needle penetrated her skin. All testing that was performed as part of the employee needle stick panel was negative. Copied and pasted from customer e-mail; I am reaching out to you because an employee had a needle stick while using the bd vacutainer 21g x 1 ¼¿ needle. The employee had finished with the draw and went to active the safety shield, it disconnected from the needle, and she stuck herself. Recently, I had an similar experience where the safety device was disconnected when I went to activate it but I noticed it so I disposed of the needle into the sharps container. After talking briefly with staff down there, it happens about once to twice per month.